Manufacturer narrative:
The actual device involved in the incident was not available for evaluation and a lot number was not provided. Without the device or lot number, we are unable to review the device history record. A product analysis cannot be conducted, considering the device was not returned for evaluation. As part of the investigation, the customer was contacted to collect additional information on the concern. The customer was not able to provide information on the type of power source used with the device when the incident occurred. A corrective or preventive action will not be initiated at this time since the device and traceability information are not available. If the device becomes available for evaluation, an investigation will be conducted and a follow-up report will be filed.

Event description:
Pt was burned and hospital determined it was technician error. No disposition required.